Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to a pocket erosion. Reportedly, the device was eroding through the patient's skin. There was no additional adverse patient effects were reported. This crt-d was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this device was not confirmed. This device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to a pocket erosion. Reportedly, the device was eroding through the patient's skin. There was no additional adverse patient effects were reported. This crt-d was explanted.

Manufacturer narrative:
This supplemental is being filed to capture d4: unique identifier (UDI) #.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to a pocket erosion. Reportedly, the device was eroding through the patient's skin. There was no additional adverse patient effects were reported. This device was explanted.